Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a partial power on reset (por). The device was determined to be functioning appropriately following the reset, and remains in use. No patient complications have been reported as a result of this event.